Event description:
Event description boston scientific received information that during a follow up visit, this right ventricular lead exhibited loss of capture and undersensing. The pacemaker was included in the pdm hermatic sealing advisory. No adverse patient effects were noted. A technical service consultant was contacted.,